Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Peroprosthetic break of exeter implant, extremely proximal on trunnion.

Event description:
Peroprosthetic break of exeter implant, extremely proximal on trunnion.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a hybrid right total hip arthroplasty and 11 years later required revision for a fracture of the femoral trunnion. I can confirm that the patient had the primary total hip arthroplasty and sustained a fracture of the femoral trunnion since I was able to review the x-rays. I can confirm that the patient underwent the primary and revision operations also because I have reviewed the operation reports. The root cause of this event cannot be determined with certainty. The causes of femoral trunnion failure are multifactorial including surgical technique such as preparation and implantation of the trunnion and femoral head, patient factors such as activity level and bmi, and implant factors." Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.